Event description:
It was reported after undergoing an ion endoluminal lung biopsy procedure, the patient experienced respiratory failure. The patient presented to the hospital with acute hypoxic respiratory failure, suspected to be hospital associated pneumonia with parapneumonic effusion. At the time of this report, the patient remained hospitalized and had required interventional radiology (ir)-guided thoracentesis and intravenous antibiotics. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per the principle investigator, the event was possibly related to the patient's pre-existing condition, probably related to the ion procedure, and not related to the ion system.

Manufacturer narrative:
Based on the information provided, the cause of the complication cannot be determined. There is no report that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.